Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. A review of the device labeling was completed. Iritis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented postop with iritis, characterized as "moderate and non-serious", which required medication. Per report, the iritis is resolving and the patient is recovering. Any omitted information not available at the time of report.

Event description:
Through follow-up, the following additional information was obtained. Per report, the patient's eye drop medication therapy was completed.

Manufacturer narrative:
MFR# reference: (B)(4).